Manufacturer narrative:
The patient's gender and weight were not provided. (B)(4). Approximate age of device ¿ 2 years. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that the patient was being monitored because of an increase in plasma free hemoglobin and d-dimer levels since (B)(6) 2018, and was admitted to the hospital on (B)(6) 2018 due to low flow alarms. The pump was exchanged on (B)(6) 2018 due to suspected device thrombosis. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of heartmate ii lvas. Examination of the rotor inlet upon disassembly of the device revealed a thrombus formation surrounding the bearing cup within the distal side of the inlet stator. The laminated structure of this thrombus and the areas of denaturation indicate that it likely formed over an undetermined period of time while the heartmate ii lvad was supporting the patient. A flat, tissue-like, laminated thrombus formation was present on the body of the rotor. The formation was not adhered to the rotor, but areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. Origins of the formation and duration of time for which the deposition was present could not be determined. Additionally, the proximal side of the outlet stator revealed a large, red, non-laminated deposition between the outlet bearing ball and the stator blades. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although their origin and duration of time for which the depositions were present in the pump cannot be conclusively determined, the lack of denaturation and circumferential contact marks on the rotor''s bearing cup indicate that the depositions were not likely present in the outlet stator for an extended period of time. The remaining pump blood-contacting surfaces were free from any adhered thrombus formations and depositions. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.